Event description:
The dental implant, fx3610swc was removed on (B)(6) 2017 due to loss of osseointegrate 4 years after implantation. The patient has medical history of diabetic. The patient has recovered without complications.